Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, two valves were submitted to device registration for the same position. It is unknown which valve was implanted first and why the second valve was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a second valve was not implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.